Event description:
Pt had a right total knee arthroplasty 2 yrs ago and now complains of pain throughout the knee. Pt's activities of daily living decreased to the point of requiring intervention. Pt was admitted to this facility for revision arthroplasty of the right knee. Intraoperatively, areas of erosion were noted along the posterior condyle of the right femur. All components were removed and replaced.